Event description:
It was reported the patient had a loss of therapeutic effect. It was noted that the patient's stimulation 'shifted from his hip and back, to his knee and feet.' It was also stated the stimulation's intended area was 'the back.' The 'change' in the therapeutic effect was noted to have occurred 'the other day.' There was no known accident or incident reported. The patient's status was unknown. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).